Manufacturer narrative:
Report source: medwatch number is 2600320000-2022-8168. (B)(4).

Event description:
It was reported to boston scientific corporation that a autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire was bowed to perform sphincterotomy. When the physician pressed the pedal to cut, the wire anchor dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.